Event description:
This spontaneous report of a non-serious, unlabeled event (capillary disorder) is being submitted as a 10-day report. A health care provider reported that a (B) (6) female patient received injections of restylane injectable gel (injectable dermal filler) into the upper lip on (B) (6) 2008. Medical history included restylane in 2005 and radiesse in 2003 without incident. Concomitant medications were not reported on (B) (6) 2008, during the injection, the syringe broke (pharmaceutical product complaint) and a second syringe was required. Within 24 hours of the injection, the patient developed erythema (injection site erythema) and broken capillaries (capillary disorder) along the upper lip from nose to lip border and across the upper lip. Approximately 2-3 weeks post injection the patient developed hard lumps in the upper lip like granulomas (implant site mass). As of (B) (6) 2008, the events are recovering. The lot number and expiration date were reported as 7989 and 03/2009.

Manufacturer narrative:
(B) (4)